Event description:
The patient contacted lfs alleging a 292 mg/dl and a 232 mg/dl within 20 minutes from one another. The patient denied exhibiting any symptoms due to the alleged readings. The technique of applying blood on the test strip was correct. A quality control test was not done since the patient did not have control solution. There is no evidence that the meter caused or contributed to an adverse event. The complaint is being reported since the results fall out of the 20% range.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.